Manufacturer narrative:
This report is submitted on march 22, 2017.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2017 due to device functionality issues. It is unknown if the patient will be re-implanted with a new device as of the date of this report.